Event description:
The patient reported feeling weak and experiencing frequent urination. He was unwilling/unable to specify if he tested while experiencing symptoms. The last date and approximate time of testing was unknown. He was seen at the hospital and administered insulin for a blood glucose level of 198 mg/dl, obtained on the hospital meter. The pt recently replaced the battery; however, the meter would not power on. The customer care agent (cca) verified that the correct type of test strips were being used. The cca confirmed that the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The cca walked the patient through pressing the power button and the meter would not power on. The meter, test strips, and control solution were replaced.